Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 82 mg/dl compared to a reading of 600 mg/dl obtained on an unspecified device and experienced symptoms described as dizziness, frequent urination, and "fuzzy stuff" in her urine. Customer was seen at a hospital where she was diagnosed with hyperglycemia and provided 20 units of insulin (every 2-3 hours) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 82 mg/dl compared to a reading of 600 mg/dl obtained on an unspecified device and experienced symptoms described as dizziness, frequent urination, and "fuzzy stuff" in her urine. Customer was seen at a hospital where she was diagnosed with hyperglycemia and provided 20 units of insulin (every 2-3 hours) as treatment. There was no report of death or permanent injury associated with this event.